Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior fusion at l4-s1. It was reported that the patient was diagnosed with an inflamatory reaction, osteolysis, chronic pain, and radiculitis. It was reported that the patient has not recovered from her surgery and she continues to have severe disabling pain that prevents her from performing many basic activities of daily living.